Event description:
Health care professional reported that approximately 6 months post implant, the pt underwent reoperation due to high gradients. Pre-surgery gradients were up to 100mmhg and intraoperative gradients were ~ 20mmhg. During reoperation, a large mass (thrombus) was noted to restrict the disc movement. Photographs were taken insitu and the valve was replaced.